Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the value for the pace impedance measurements had been increasing since (B)(6) 2016 and now were high with stable pacing thresholds when it comes to this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). A request for review was needed from boston scientific technical services (ts). No adverse patient effects were reported. A review by ts confirmed out of range pace impedance measurements which had risen for the last three months. Review of the stored events showed appropriate sensing and no noise. Ts discussed continued normal follow ups. Ts also discussed possible root cause of the reported observations and noted that this was not likely device related, but rather a set of patient factors. The system remains implanted.